Event description:
As reported, during the procedure with a 26mm ultra sapien in the aortic position via transfemoral approach, the balloon ruptured after it was fully inflated. Patient was doing great, and no complications were reported. Additional information received indicated that a balloon aortic valvuloplasty (bav) was not performed, and the balloon was nominally prepped prior to inflation.

Manufacturer narrative:
Investigation is ongoing. Device was discarded .

Manufacturer narrative:
Updated h2, h6 the commander delivery system was not returned to edwards lifesciences for evaluation, therefore there was no visual inspection, functional testing, dimensional testing or imaging evaluation performed. No imagery was returned. A device history record review (DHR) was not performed as no work order was provided. A review of the instructions for use (IFU) and training materials is captured the technical summary. A risk assessment was performed on the reported event and reveal no evidence of product non-conformances or labeling IFU inadequacies were identified in the evaluation. The complaint for failure balloon burst was unable to be confirmed because no product was returned, and no imagery was provided. However, no manufacturing non-conformance was identified during the evaluation. A detailed root cause analysis for balloon bursts in a calcified landing zone has been summarized in a technical summary which provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the patient had calcium in the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Available information suggests that patient factors (calcification) contributed to the complaint event because calcification was present in native annulus and could have caused the balloon to burst. Since no edwards defect was identified, no corrective or preventative action is required complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.